Event description:
During laparoscopic cholecystectomy, stryker suction irrigator (ref 250-070-500; lot 18047fg2) quit working. Suction machine filter replaced without resolution. When pressing "suction button", hand piece does not react - no sound or function. Irrigator replaced (different lot) with no issues. No patient harm.